Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that image was cloudy using this camera head. There were no reports of patient or user harm associated with this event.

Event description:
The customer reported to olympus that image was cloudy using this camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen was fogged up due to flooding of the image capture. During inspection corrosion of electrical contacts, connector cracks, deformation of the main body, a focus ring deformation, and a twisted cable were also discovered. Based on the results of the investigation, the cause of the reported malfunction was unable to be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): warning. The following items must be strictly observed. There is a possibility that the endoscopic image may disappear unexpectedly or the freeze cannot be released during the examination, and normal images may not be obtained. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Do not bump or drop this product. There is a risk of damaging the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.